Event description:
The pt's t and c-levels had changed significantly associated with a reported change in sound quality. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifcations. Explantation/reimplantation surgery is yet to be performed. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.